Event description:
It was reported that due to patient dissatisfaction because the device would not work, the patient had his ambicor penile prosthesis (app) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders and pump were implanted. It was further reported that the patient's device would not inflate and thus, the patient could not get an erection. The explanted device was implanted in 2007 and stopped working in 2014. The patient is stable following this surgery and the explanted device was disposed, and will not be returned for evaluation.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to patient dissatisfaction because the device would not work, the patient had his ambicor penile prosthesis (app) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders and pump were implanted.